Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2019 the reporter stated that the patient had their pain ¿pump taken out because the paddle or wire was broken¿. The reporter had no additional details regarding the patient or the event. No further complications were reported/anticipated.